Event description:
The patient died less than one month post the implant of a new bi-ventricular device and two leads. Forty-eight hours prior to death the patient was admitted after a fall, weakness, rhabdomyolysis, and metal confusion. In the early morning hours on the day of death, the patient had worsening tachypnea, seemed tired, became febrile and had worsening mental status. A cat-scan was performed that night and showed no changes. The patient was intubated for respiratory compromise. Two hours later, the patient became hypotensive and was not responding to fluid boluses. A central line was then placed at which time a vasopressor was started. Forty five minutes later, the patient died. The attending physician listed the likely causes of death as sepsis of unknown source, concussion, fall, rhabdomyolysis, and mental status changes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.